Event description:
Customer reported, he was experiencing high blood glucose. Customer had tried to insert infusion set in his legs but cannula tends to bend. Customer changed his set and dinner and blood glucose was 300 mg/dl. Customer noticed that when he took the reservoir out it had bubbles in it. Customer's blood glucose was 296 mg/dl treated with manual injections. The bubble was quite large, customer said he inserted another quickset, rewound, and primed. Customer then stated the insulin pump was not rewound with the reservoir in place. Fixed prime was performed until air bubbles were no longer visible. Insulin was stored in room temperature. Customer declined further troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.